Event description:
On (B)(6) 2011, customer reported a leak underneath the hmx autoloader instrument. Customer stated that the fluid was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the tubing was detached from fitting (B)(4). Fse replaced the tubing and verified the repairs per established procedures. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).